Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with currents in specification. The device alarmed motor error during the basic occlusion test as a result of a loose drive support disk. However, the insulin pump passed the self test. The device had missing end cap sticker.

Event description:
The customer reported that the insulin pump alarmed motor error during bolus delivery. Troubleshooting was performed. The customer stated that the device was not exposed to a high magnetic field. Assisted the caller to perform the displacement test and passed. The self test was completed and failed. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.